Manufacturer narrative:
(B)(4). The sample was returned for evaluation with no packaging. The bushing is detached from the cone adapter. The components (catheter bushing and cone adapter) were viewed under uv light. There is visible evidence of application of adhesive with optical brightener for the catheter bushing. The cone adapter has the appearance of inconsistent application coverage which will be assessed during the manufacturing investigation. Using a ruler as a reference, the insertion depth was measured by aligning the marks on the catheter bushing as a reference point. The root cause has not been determined and the investigation is on-going. The device history records have been reviewed for lot number m6069t503 was manufactured and met manufacturing procedures and was accepted by quality assurance inspections halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
The customer reported that when they went to suction the patient with her in-line suction, the suction tubing had to be advanced to the correct depth and it broke off. The distal portion of the tube was simply manually removed from the endotracheal tube and replaced with a similar closed suction system. No injuries or adverse event were reported. No additional information provided.